Event description:
Pt scheduled for post spinal instrument and fusion t2-l5 with cell saver and evoked potential monitoring. Evoked potential monitoring changed from presence of signal to an undetectable signal due to "noise" of unexplained origin. When noise cleared, unexpected ep signal not present. Verified loss of signal with another different unit. Procedure aborted. Pt result is paraplegia.